Event description:
It was reported that the insulin pump alarmed motor error during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off and missing motor. Unable to test for motor error alarms due to missing motor.